Event description:
The patient ((B)(6)) was scheduled to receive a trial scs system. It was reported during the procedure that effective parasthesia could not be attained. Intra-operative testing identified invalid lead impedances. A new trial cable and multi-program trial stimulator (mts) were tried to no avail. The reported issue was resolved by replacing the lead. It was noted that the physician did not encounter any difficulty while placing the lead. It was further reported that the surgery time was doubled and the patient required longer anesthesia time; however, the exact time needed to complete the procedure is unknown. Both the physician and pain doctor reportedly suspect that the cause of the event was a defective lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.